Event description:
On (B)(6) 2013 the reporter contacted lifescan (lfs) in the USA alleging the meter does not turn on. There was no indication that the lfs product caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca).

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing. The reported issue could not be reproduced. Unrelated to the complaint, there was a pcb contamination (492). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.